Event description:
The affiliate reported the customer alleged all three levels of quality control (qc) for creatinine (cr-s) were out of specification involving the unicel dxc 600 synchron system used in conjunction with the creatinine reagent. The customer stated the creatinine reagent cartridge was near empty and replaced the cartridge and performed controls; all three qc levels were within range. The customer then analyzed one patient's sample and obtained a falsely low creatinine (cr-s) result of <27 umol/l. The customer reanalyzed the sample on an alternate system and recovered a higher result of 68 umol/l. The customer then reanalyzed the sample on the original system and obtained a value of <27 umol/l. The customer retested the sample again, on the alternate system, and obtained a result of 63 umol/l which was reported to the hospital. The customer stated the erroneous result was not released out of the laboratory. There was no patient consequence associated with this event. Service was requested and a beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified system performance and did not observe any system issues. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. The reagent cartridge that was near empty had been discarded by the customer. The customer indicated replacing the near empty creatinine cartridge resolved the issue. A definitive cause of the incident is unknown.